Event description:
Customer reporting a possible false positive sars result for his daughter. Customer states they had 3 consecutive positive results on the daughter but no one else in the family is testing positive except the teething granddaughter (2 positive family members - unsure of number of negative family members). Everyone is asymptomatic and no confirmation testing has been performed. Report 2 of 4 positive results.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.